Event description:
At his clinic visit, the patient revealed that his lvad driveline was severely kinked and starting to break at the connector. All of the silicone of the driveline had broken away from the connector, leaving only the wires holding the connection together. The patient was admitted for safety concerns. Two days later the device manufacturer came to our facility to repair the broken silicone. The device manufacturer successfully repaired the silicone of the driveline with industrial epoxy glue and reinforced it with rescue tape. The patient was discharged without any lvad issues. Manufacturer response for lvad, heartware hvad (per site reporter): the manufacturer came to our facility to repair the silicon break with epoxy glue and reinforced it with rescue tape.